Event description:
A site representative reported that, while in a procedure the navigation system camera stopped working. The camera was working interimittently during navigation. The site brought in a camera from another navigation system to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from the site at time of this report. No parts have been returned to manufacturer for evaluation.

Manufacturer narrative:
Patient information provided. Site does not wish to replace any parts or troubleshoot issue further.